Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report.

Event description:
Customer was not using sensor and was not in auto mode during high blood glucose event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 400 mg/dl. Customer had lost their transmitter. Customer declined to troubleshoot for high blood glucose level. Customer was not using sensor and was not in auto mode due high blood glucose. The insulin pump will not be returned for analysis.